Event description:
It was reported that leak was observed from the bottom of the drip chamber and moved along the tubing of a clearlink continu-flo solution administration set during priming. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. One sample was available at the plant for evaluation. No defect was observed during visual inspection or functional tests. The sample was functionally tested by spiking it into an in-house 1000ml solution bag, re-priming, and checking for flow and leaks. The sample was then underwater leak tested. The sample primed and flowed normally with no leaks found. The sample was working within specification. Initial evaluation did not confirm the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.